Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring reported shock impedance greater than 150 ohm on (B)(6) 2024. No noise evident. Advised to evaluate lead further. Lead currently remains implanted.